Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on with a blood glucose level of over 500mg/dl. The customer felt symptoms of vomiting, nausea dry mouth, and thirst. The customer was in the intensive care unit for 2 days. The customer was treated for their blood glucose with IV fluids. The customer was wearing the insulin pump during their hospital stay. Customer states they are unable to remove the battery cap on their pump. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.